Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast cancer and local reaction (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast reconstruction surgery with a 495cc mentor memoryshape breast implant and experienced bilateral local reaction and bilateral breast cancer postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number shpx595; serial number (B)(4) on the left side and with catalog number shpx595; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 19, 2020, mentor became aware that patient also experienced bilateral swollen lymph nodes, and right side rupture and required surgical intervention on the right side. Hence, following updates have been made on this form: - is product problem has been selected under field b1 on this form - patient codes "swollen lymph nodes", and "no code available" have been added to field h6 on this form. - device code "material rupture" has been added to field h6 on this form. H6 patient code 3191: surgical intervention. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).